Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the customer found that the biomed determined the cause of the reported failure to be a loose therapy connector assembly. The biomed replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to service. The removed therapy connector assembly was not returned to physio-control for evaluation.

Event description:
It was reported that the device intermittently failed to detect the external hard paddles connection. The device would intermittently fail to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.